Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during an endoscopic ligation procedure to treat internal hemorrhoids with hemorrhage performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. The adjacent ligature bands were misaligned when deploying and the device could not be deployed properly. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (ligator housing only), and a visual evaluation noted that the suture thread was unfolded from the ligator housing but the ligator housing still had three bands attached, some of them were moved and overlapped. The teeth of the ligator housing were found bent/damaged. The suture hole of the ligator housing was in good condition. Per media analysis, the photo showed, where it was possible to observe two ligator housing, one with three bands moved, overlapped and without the suture. This housing match with the returned device. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was unfolded from the ligator housing; however, the ligator housing still had three bands attached. Also, the ligator housing teeth were bent/damaged. This suggests that the device could not deploy the bands. It is possible that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the bending of the ligator housing teeth, moving and overlapping of the bands, resulting to improper deployment of the bands. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during an endoscopic ligation procedure to treat internal hemorrhoids with hemorrhage performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. The adjacent ligature bands were misaligned when deploying and the device could not be deployed properly. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.